Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the waveguide was broken. It was reported that the device received a red light and would not activate during use. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. The waveguide was excessively torqued to the side during use. This caused it to come in contact with the clamping jaw and weakening the waveguide. Continued use then caused a crack to propagate until the device failed. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. The instructions included with this device provide the following guidance: contact between the active blade and other metal objects (hemostats, clips, staples, retractors, etc.) May result in product damage, such as a broken blade. Pieces of a broken blade may fall into the surgical cavity causing unintended tissue damage. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the laparoscopic partial liver resection, when attempting to separate the hepatic chord, the light -emitting diode (led) indicator illuminated red and three pulses were emitted. The device operated in a place that was slightly out of place, but it also lit red. The clamp jaws and the active blade were cleaned, but they were also lit in red. The generator was completely removed and attached again, but it was also lit in red. The dissector was replaced, the generator and battery were used without any changes, and they were used without problems. The operation was completed successfully. There was no patient injury.